Event description:
I used sea bond from about 1989 - 1991 and switched to fixodent in 1991 until 2009. While using these products, I began experiencing ing numbness and tingling in my extremities. In 2001, I was diagnosed with neuropathy. My neuropathy is permanent. Dose or amount: denture cream; frequency: once daily; route: oral. Dates of use: #1, 1989 - 1991; #2, 1991 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.